Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hopitalized for diabetic ketoacidosis. The customer stated she changed the infusion set two days prior to being hospitalized. Unable to troubleshoot as the insulin pump settings were cleared by hospital personnel. Also, it was stated that the insulin pump would start and stop during the rewind process.